Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that post implant a realize adjustable band the band was removed due to band erosion. The erosion was detected by endoscopy. The band was found to be inside the lumen of the stomach. The total volume in the band at the time of removal was less than 7cc. The tubing strain relief had become detached, slid down the tubing and was positioned on the stomach. The strain relief was not eroded into the stomach. No additional treatment was required. The patient was discharged home and doing fine.